Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 20x3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion after several attempts. Upon removal, the physician noted that the stent was mangled on the catheter and the delivery balloon. The procedure was completed with a different device. No patient complications were reported.